Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 572 mg/dl at the time of incident. Customer declined high blood glucose troubleshoot. The loaner pump was on the way and could not get it down so had to take a gallon of water and got it down to 398 mg/dl and walking around with extremely high blood glucose. Customer stated that they did not eat anything for 24 hours so will not shoot up again and keep pump from 500 mg/dl and something. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. Product not meets specification noted. (B)(4).